Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical product: product ID: c20a3u, implantable pulse generator (ipg), implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular lead impedance had decreased over time and was now low. A lead revision is planned. No patient complications have been reported as a result of this event.

Event description:
The sensing was also noted to be decreased and low. It was also noted with fluoroscopy that there was not a lot of slack left on the lead. The lead was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.